Event description:
A nurse reported the footswitch was working intermittently. The footswitch cable was wiggled and the footswitch began working. There was a reported delay of 15 minutes before the procedure could continue and be completed. There was no patient impact reported.

Manufacturer narrative:
The customer has ordered a new footswitch and cable. The replaced footswitch and cable have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).